Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has motor neurone disease and has a portex suctionaid tracheostomy. Since the last two tracheostomy changes, patient had two recent episodes of aspiration pneumonia (requiring admission and treatment). This has been caused by the cuff was not maintaining the pressure. They use a cuff manager which connects to the pilot balloon to manage and measure the cuff pressure. There was patient harm or, injury/adverse event reported. The outcome of the injury is ongoing, and the medical intervention was required. Patient is currently admitted as an inpatient for aspiration pneumonia.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.